Event description:
The customer reported the nurse's station sounds inconsistently when the alarms are in use with the nurse call cables. This was discovered during use; however, the customer could only provide the date of the event. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the both nurse call cable returned found the nurse call indicator light at the nurse call test fixture toggles on and off when the nurse call cables are wiggled. The cables were opened up and they were found to have a broken ground wire. The posey warning label is missing and there are scuff marks on the cable. (B)(4).